Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The device was returned within the introducer sheath and with a broken dispenser hoop. The twistlock of the introducer sheath was in closed position, and the coil was stuck within the introducer sheath. Blood was noted in the introducer sheath. The coil was eventually able to be removed, and the main coil was noted to be stretched and broken. The device was noted to be damaged and broken at the inner coil as the inner coil was still attached to the pusher wire and the detachment zone was still present. The delivery wire was found to be kinked. The information provided indicated no anomalies to packaging and device prior to use. Additional information indicated it is thought that twist lock may not have been opened (which is consistent with the investigation findings), resulting in the reported break. The amount of blood found in the introducer sheath can be an indication of inadequate flush, which can lead to friction. The supplied directions for use contains specific language to open the twist lock and perform continuous flush. These factors likely contributed to the reported and observed issues, and are considered to be related to use/user error.

Event description:
It was reported that after preparation, resistance was encountered advancing the subject device (coil) through the introducer sheath, and the coil delivery wire was accidentally broken by the force applied to over come the resistance. The break occurred near the mid-section of the delivery wire.

Event description:
It was reported that after preparation, resistance was encountered advancing the subject device (coil) through the introducer sheath, and the coil delivery wire was accidentally broken by the force applied to over come the resistance. The break occurred near the mid-section of the delivery wire.

Manufacturer narrative:
The subject device has not been returned.